Manufacturer narrative:
Section b1 & b2: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in (B)(6) 2018, the patient had gastrointestinal bleeding which required multiple units of packed red blood cells. Vce showed bleeding in duodenum and jejunum. Push enteroscopy without active bleeding, hematocrit and hemoglobin was stabilized. Patient was switched to thalidomide from octreotide in an effort to reduced the gastrointestinal bleeding but readmitted (B)(6) 2019 through (B)(6) 2018 after the second episode reported aphasia and confusion concerning for transient ischemic attacks. Patient was found to have a subacute left mca stroke and significant arterial occlusion from calcified atherosclerotic plaques. Neurology consulted and not a candidate for tissue plasminogen activator or other neurologic intervention. Patient had progressive confusion over course of hospitalization and was generally only oriented to people. Given concern for hypoperfusion as a confounding cause of his confusion, and at times somnolence, afterload reduction was scaled back to allow permissive hypertension, the goal was doppler 95-105. Aspirin 81mg restarted, hematocrit and hemoglobin remained stable, and initiated on rosuvastatin. Patient also had recurrent low flow alarms second to dehydration and required ivf boluses prn. Prior to discharge, the patient was longer capable of independently managing the lvad, however this improved at the follow up appointment and the patient was back to their baseline mental state. No further or additional information was provided.